Event description:
The facility representative contacted baxter technical service to report a colleague infusion pump with an ail (air in line) alarm. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Evaluation:the reported condition of, ail (air in line) alarm, was confirmed through the event history, but not duplicated. The device passed the air in line test twice and the air in line printed circuit board calibration verification. No repairs are needed for the reported condition. Additional information: this device utilizes user interface module master software version 6.13.90 categorized as remediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of air in line-false alarm. (B)(4).